Event description:
Prior to surgery a scrub tech noticed rust discoloration on the drills in the sterilization caddy. Due to contamination the tray was removed from the operating room. The sales rep had an additional set that was used to complete the surgery. Affected parts were removed from inventory and replaced with drills marked by a a1tin coating in the lasermarked area. The a1tin coated drills were available from a different MFR and did not show signs of corrosion during testing.

Manufacturer narrative:
Device malfunction. Device returned to MFR. Device was removed and replaced with another drill.